Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2006. Legal counsel for patient reports patient allegations of personal injuries. There has been no reported revision procedure. No further information has been provided to date. Additional information received in patient's blood tests indicates cocr levels are within the normal range. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent bilateral total hip arthroplasty on (B)(6) 2006. Legal counsel for patient reports patient allegations of personal injuries. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or related deviation. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 1 of 2 mdrs filed for the same person (reference 1825034-2012-01985 / 01986).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 6 mdrs filed for the same event (reference 1825034-2012-01985-1 / 01986-1 and 2013-02203 and 2205/2207).